Event description:
Onset of adrenal and thyroid issues. Onset of hair loss. Onset of anxiety / depression. Onset of non-normal fatigue. Onset of dental issues. Onset of mood issues. Onset of joint pain. FDA safety report ID # (B)(4).